Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed pacing impedance measurements of greater than 2000 ohms. Of note, the lead had displayed pacing impedances in the 1900 ohm range with the previous device. Subsequently an increase in pacing thresholds to 7 volts was reported. There was no noise present. The local boston scientific field representative reported that during the previous device replacement procedure, difficulty attaining access was encountered and therefore, a new lead was not placed at that time. Due to the difficulty in gaining access, the patient was to possibly be evaluated for an subcutaneous implantable cardioverter defibrillator (sicd). There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.